Manufacturer narrative:
Model number: 720185-01, lot number: 126493007, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the left cylinder eroded through the urethra. It is not known when the patient's symptoms began. The physician was just notified about the patient's condition on (B)(6) 2019. The device was not faulty and the "erosion was not due to the device malfunctioning." A spectra penile prosthesis (spp) was implanted on the right side only. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.